Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The reported ¿lip on the device¿ was determined to be related to the edge of the guide break. Difficult to insert into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide device was difficult to insert into the anatomy, "like there was a lip on it". The sutures of two new proglide device were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Analysis of the returned device found that the guide was bent. The guide was separated, held together by the actuator wire and inside the guide tube. Follow-up with the account stated that there was no difficulty removing the device from the patient and the device was returned in the condition it was removed from the patient in. No additional information was provided.